Event description:
The patient (pt) reported an overfill of solution while using the homechoice pro cycler for apd therapy. The pt reported that they performed a manual drain at the start of a fill phase during therapy, removing approximately 500mls of fluid. After the manual drain was stopped, the pt noted the homechoice device displayed the fill volume as being -500mls, rather than 0mls. The pt resumed the fill phase and noted that the device initiated the delivery of fluid starting from -500mls. The pt reported that as the fluid was being delivered, the fill volume counted backwards from -500mls until it reached 0mls. Pt reported that they felt that the device had delivered 500mls of fluid before starting to deliver any of the programmed fill volume. The device then delivered the programmed fill volume of 2200mls, which the pt feels resulted in the pt receiving a total of 2700mls of fluid. There was no patient injury or medical intervention reported.